Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: the complaint concerns a patient with taa. The reported information states the occurence of leaks from the hemostatic valve, seen when flushing the device and when inserting the device into the patient. The leak was controlled by inflating a balloon inside the sheath. The examination of the returned product confirms the reported issue, leak from hemostatic valve. The identified leak failure has previously been addressed and the device was manufactured prior to any actions. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016 (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent repair of dissecting aortic aneurysm. When the user flushed the delivery system prior to insertion, flushing fluid leaked from the hemostatic valve. It could solved by rotate the rotater to 'close'. So he used it on the patient and placed the stent graft. After removing the gray positioner, blood leaked from the hemostatic valve. He inserted a coda balloon into the sheath and performed touch-up ballooning but blood leakage didn't stop even the coda balloon was inserted in the valve. The leak was stopped/controlled by inflating the coda balloon inside the sheath to occlude the lumen. The patient got a blood transfusion and the procedure was completed. The volume of transfusion is unknown. After the procedure, the user found the valve was slightly opened when the rotator is at 'close' position. Patient outcome: no problematic symptoms due to this occurrence has been observed.